Event description:
It was reported that a spectrum pump failed a flow rate accuracy during preventive maintenance testing. The customer stated the device was programmed to deliver 50 ml, but only delivered 25 ml. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.